Manufacturer narrative:
Submitted: 06/28/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: on investigation, failure of the continuous glucose monitoring unit was detected, caused by failure of the a cold solder connection to the inter-board gold pin.

Event description:
The pump was returned for investigation. Investigation revealed cold solder connection failure. This report is made based on results of investigation completed on (B)(6) 2016.